Manufacturer narrative:
Catheter model: 8711, serial #(B)(4), implanted: (B)(6) 2006, explanted: unknown. (B)(4).

Event description:
It was reported that four to five months prior to the date of this report the patient experience withdrawal symptoms. There was no alarm heard, the patient had not been getting any pain relief and it was "believed the pump had not been working." The doctor turned off the pump instead of refilling the pump on the last refill appointment and plans to replace the pump on (B)(6) 2013. The patient had been bent over in pain, have spasms in her abdominal muscles, and have pain that "increased slowly" following the pump being turned off on (B)(6) 2013. On an unknown date, the patient reported to have slept all day, was in "so much pain", and was a "sick person." The pump was infusing baclofen and morphine.

Manufacturer narrative:
(B)(4).

Event description:
2015-09-21 additional information was received from a consumer indicated the patient had a return of pain and could not feel the medication in 2013. The patient believed her pump was malfunctioning, though she did not know what exactly was wrong with it. Her pump was replaced (early 2014, maybe (B)(6) due to these issues.

Manufacturer narrative:
(B)(4).